Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn 59106669 has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the damaged belt. Mfg dates: monitor sn (B)(4) - 1/18/2016 electrode belt sn (B)(4) - 1/9/2015

Event description:
A us distributor reported that a patient was experiencing check belt messages and a service code 204 (belt/monitor unusable).